Manufacturer narrative:
A certain® low profile one-piece abutments 4.1mm(d) x 3mm(h) (ilpc443u) was returned for investigation. Visual inspection of the as returned product identified fracturing of the abutment-merged screws. No signs of significant damage or deformation were noted. Functional testing to recreate the reported event could not be performed due to the nature of the devices being single use & event. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed for the reported product by lot number, as the product lot number is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported products (ilpc443u) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or devices (ilpc443u). Therefore, based on the available information, the loosening malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: a1: patient identifier: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No lot number was provided.

Event description:
The doctor indicated on (B)(6) 20108 the abutments low profile were placed at torque 20ncm over implants. On (B)(6) 2018 evaluation and pano x-ray were taken, no observations were found. On (B)(6) 2018 the clinician indicated that the abutments were loose and the abutments were re-tightened to 20 ncm, the retaing screws were torques to10 ncm.